Event description:
Pre-hosp & ER treatment: the pt was a 61 year old male with a long history of cardiac failure who was on the transplant workup list. On may 5, 1999, the pt's wife awoke and found the pt apneic and pulseless and called 911. Paramedics started CPR at 6:33 am, and made pre-hosp shock attempts for 30 minutes prior to arrival at med ctr. The pt arrived by ambulance 7:26 am in full arrest with CPR in progress. Hosp staff continued CPR and started a full code. EKG was monitored through paddles at 7:30 am; ventricular fibrillation is charted on the medical record. After administration of 25 mg epinephrine, 2 mg atropine, and lidocaine gtt started in the field, the pt remained cyanotic and pulseless with fixed pupils. Epinephrine 5 mg was administered at 7:30 and at 7:34; mag 2 gm at 7:32 and bicarb 1 amp at 7:34 am. Abgs were drawn stat. The first attempt to defibrillate the pt in ER occurred between 7:34 and 7:37 am. The defibrillator was set at 360 joules. When the monitor was fired, the console read "energy fault" and no shock was delivered. A second defibrillator was brought into the room and connected to the pt. The ER physician stopped the code and pronounced the pt at 7:45 am. A biomed technician was contacted stat and determined that the first defibrillator cable was defective. After review of the code sheet, rhythm strip and interviews with the ER physician and nurses present at the code, it was determined that the pt's death was not related to the failure of the defibrillator cable. Equipment eval: the nurse did a self-test of the defibrillator on may 3 and may 4 with satisfactory results. Repair and equipment management history for the cable and defibrillator were reviewed. This cable had no history of energy failure. After the occurrence, biotech did a continuity test of the cable; the cable failed the test. Two x-rays of the cable show a break. Physiocontrol, the MFR of the cable, has been notified of the cable failure and will conduct tests to investigate the source of the failure. Actions taken: all the pieces of equipment in health system inventory that have this physiocontrol defibrillator cable have been identified. As a precaution, biotech notified all nursing units and departments on may 7 to self-test the defibrillator cables using the procedure outlined in the equipment manual to assure that all cables are functional.